Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one coil perforated my colon and was in a couple pieces'), large intestine perforation ('one coil perforated my colon and was in a couple of pieces'), device dislocation ('had a migration') and tooth fracture ('4 teeth break') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant) and tooth infection ("teeth allowing infection"). The patient was treated with 4 crown, 2 root canals and surgery (medical device removal). Essure was removed. At the time of the report, the device breakage, large intestine perforation, tooth fracture and tooth infection outcome was unknown. The reporter considered device breakage, device dislocation, large intestine perforation, tooth fracture and tooth infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: one coil perforated my colon and was in a couple of pieces, device dislocation. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information updated. Patient demographic information updated. Events: one coil perforated my colon and was in a couple of pieces, device dislocation were newly added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one coil perforated my colon and was in a couple pieces'), gastrointestinal injury ('one coil perforated my colon and was in a couple of pieces'), device dislocation ('had a migration') and tooth fracture ('4 teeth break') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), tooth infection ("teeth allowing infection"), fatigue ("severe fatigue"), arthralgia ("joint pain"), fluid retention ("fluid retention"), autoimmune disorder ("autoimmune disorder"), depression ("depressed") and swelling ("swollen") and was found to have weight increased ("gained a total of 40 pounds"). The patient was treated with 4 crown, 2 root canals and surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, gastrointestinal injury, tooth fracture, tooth infection, arthralgia, depression and swelling outcome was unknown, the fatigue had resolved and the weight increased, fluid retention and autoimmune disorder was resolving. The reporter considered arthralgia, autoimmune disorder, depression, device breakage, device dislocation, fatigue, fluid retention, gastrointestinal injury, swelling, tooth fracture, tooth infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: one coil perforated my colon and was in a couple of pieces, device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events - autoimmune disorder, fluid retention, swelling, depression, weight gain, joint pain, severe fatigue were added. Outcome of the events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one coil perforted my colon and was in a couple pieces'), gastrointestinal injury ('one coil perforated my colon and was in a couple of pieces'), device dislocation ('had a migration') and tooth fracture ('4 teeth break') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant) and tooth infection ("teeth allowing infection"). The patient was treated with 4 crown, 2 root canals and surgery (medical device removal). Essure was removed. At the time of the report, the device breakage, gastrointestinal injury, tooth fracture and tooth infection outcome was unknown. The reporter considered device breakage, device dislocation, gastrointestinal injury, tooth fracture and tooth infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: one coil perforated my colon and was in a couple of pieces, device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and tooth fracture ('4 teeth break') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture (seriousness criterion medically significant) and tooth infection ("teeth allowing infection"). The patient was treated with 4 crown, 2 root canals and surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, tooth fracture and tooth infection outcome was unknown. The reporter considered medical device removal, tooth fracture and tooth infection to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.